Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a pericardial effusion (pe) occurred post procedure. During a cryoablation procedure, a versacross connect for polarsheath was selected for use. The transeptal was performed uneventful and was fully visualized under intracardiac echocardiography (ice). Following the successful isolation of all 4 pulmonary veins for atrial fibrillation with cryo ablation the physician was performing final sweeps on ice to check the pericardium and the physician noticed an effusion that was not apparent at baseline. The physician started reversal with protamine. There were no changes in hemodynamics throughout the entire case that would indicate an the presence of an effusion. The physician monitored the effusion for the next thirty minutes with ice and had a transthoracic echocardiogram (tte) performed. The effusion was most notable at the basal aspect of the right ventricular (rv) and measure approximately 2.1 centimeters at its largest point. During monitoring ultrasound contrast was administered intravenously and was assessed to see if it entered the pericardial space. It was confirmed no contrast entered the pericardial space. The patient's hemodynamics were not altered at all during this period. There was limited space to perform a pericardiocentesis as the effusion size was fairly small during diastole. It was decided to not to perform a pericardiocentesis. The patient was admitted for monitoring. The patient was discharged without any further intervention and the effusion resolved on its own. The device is not expected to be returned for analysis (disposed). The physician did not believe the transeptal products lead to the complication. The act was therapeutic in the procedure.